Manufacturer narrative:
The issue appeared to be resolved by replacing the sample probe ln 01g48-03 and r1 reagent probe 01g47-03. The complaint data and system logs verify the issue. Subsequent to replacing the sample and reagent probes the issue recurred and the customer discovered mixer 1 was damaged. The customer replaced the damaged mixer and no further erratic result issues have been reported. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108, january, 2010) and the clinical chemistry calcium (3l79) assay package insert (30-4137/r1, january 2009) both contain information to address the customer current issue. Based on the current available information, a deficiency of the architect c8000 analyzer, sample probe, reagent probe and/or mixer was not identified.

Event description:
The customer observed one patient sample generating an initial clinical chemistry calcium assay result of 59 mg/l (5.9 mg/dl). The sample retested at 93 mg/l (9.3 mg/dl). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The abbott customer technical advocate performed troubleshooting procedures with the customer that resulted in replacing the sample probe and the r1 reagent probe. The issue was resolved. No further erratic result issues have been reported since the probes were replaced. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The analyzer system logs verify the issue but a singular specific cause for the discrepant low calcium results could not be verified. Damage to the r1 probe may have resulted in reagent carryover that depressed the calcium results when tested following a c-reactive protein assay test and/or other assays. Also, sample handling and/or integrity could not be ruled out. The architect system operations manual (pn 201837-108, january, 2010) and the clinical chemistry calcium (3l79) assay package insert (30-4137/r1, january 2009) both contain information to address the customer current issue. Based on the available information and the results of the current evaluation, a deficiency of the architect c8000 system was not identified.

Manufacturer narrative:
This issue was previously submitted under MFR report# 1628664-2012-00236. The suspect medical device changed from the clinical chemistry calcium assay, list# 03l79-21 to the architect c8000 analyzer, list# 01g06-01. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient (B)(4). Low test results (B)(4). (B)(6).